Event description:
I used omnipods to administer insulin and have been sick for about a week. My family members and myself noticed that while using the insulin pods they were leaking and smelled like insulin. My blood sugars were constantly high so I was constantly administering correction boluses of insulin to bring my sugar down. There were a few times that I had to administer actual insulin injections to get my blood sugar level down to a reasonable level. I thought it was the injection site of where the pod was that wasn't allowing the pods to work effectively. Then I received a medical alert that allowed me to check my pods and the lot numbers on them. After checking them I still had one pod left in a box of 5 that was defective. I had already used the other four not knowing that the pods were defective, thinking it was my pod site and had something to do with my body. Upon receiving the notification of the recall on the pods, I called and was hung up on 3 times, and on hold for over an hour the other 2 times. It has been horrible feeling sick and exhausted from not being able to maintain control of my blood sugars. Pt codes: 1849, 1905. Device codes: 1354, 1420. Referencing reports: mw5185434, mw5185436, mw5185437, and mw5185438.